Event description:
It was reported that a pump has a system error 105. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found that device to be inoperable due to the reported system error 105 caused by a failed error. The motor assembly will be replaced.